Manufacturer narrative:
Investigation summary: one photo and one loose 10ml syringe was received and evaluated through the biohazard bag due to potentially hazardous substances. It was observed there was a lengthwise crack approximately 1¿ in size, through the scale marking numbers extending from the ¿4¿ to the ¿8¿. Cosmetic scuffs approximately 1/16¿ in size were noticed in various locations throughout the barrel. It appeared there was also some green foreign matter particles inside and outside the barrel. DHR review: release date: 12/15/2018. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8339548 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment no correction was made because the defect was not found during the manufacture of the batch. It is possible the crack occurred during the assembly process. The small cosmetic scuffs indicate the syringe may have gotten caught for a period of time and was potentially a self-corrected release. Only one defective syringe was reported with no other complaints related to the defect for batch 8339548. This is most likely an isolated incident. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 8339548 is considered in compliance with our product specification requirements hourly inspections of random sampling are performed throughout the manufacture of each batch.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had a crack and caused blood exposure to the physician. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 301029 batch no. 8339548. It was reported that there was a crack in the side of the syringe which resulted in a physician being exposed to blood. Received a complaint on a part that is provided to us as vendor; syringe 10cc l/l, part # 5-20055-taa, catalog # 301029, lot # 8339548. It was indicated that there was a small hole in a syringe. The customer reported that blood was drawn into the syringe without issue, but when the blood was pushed back it came out of small hole in the side of the syringe which resulted in a physician being exposed to blood. Due to this complaint (B)(4) has been issued. A sample is reported as available for return, but due to its contaminated status I will have to send it to sterilization when it arrives before shipping it for review. (B)(6) 2019 email recvd from customer: I apologize for the delay. The sample had only arrived today. Due to its contaminated status I had to ship it to our sterilizer for decontamination before I can ship the sample. While the filed complaint stated a hole was in the syringe I found a crack instead. I will send the sample as soon as it returns from the sterilizer. While nothing specifically reported it is expected that the physician exposed to the blood may undergo follow up testing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had a crack and caused blood exposure to the physician. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 301029, batch no. 8339548. It was reported that there was a crack in the side of the syringe which resulted in a physician being exposed to blood. Received a complaint on a part that is provided to us as vendor; syringe 10cc l/l, part # 5-20055-taa, catalog # 301029, lot # 8339548. It was indicated that there was a small hole in a syringe. The customer reported that blood was drawn into the syringe without issue, but when the blood was pushed back it came out of small hole in the side of the syringe which resulted in a physician being exposed to blood. Due to this complaint (B)(4) has been issued. A sample is reported as available for return, but due to its contaminated status I will have to send it to sterilization when it arrives before shipping it for review. On 7/2/2019 email received from customer: I apologize for the delay. The sample had only arrived today. Due to its contaminated status I had to ship it to our sterilizer for decontamination before I can ship the sample. While the filed complaint stated a hole was in the syringe I found a crack instead. I will send the sample as soon as it returns from the sterilizer. While nothing specifically reported it is expected that the physician exposed to the blood may undergo follow up testing.